Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which all components were removed and replaced. The patient was expected to fully recover.